Event description:
The customer reported of experiencing signal loss in the telemetry system in their facility. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying signal lose with the telemetry transmitters. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps. The customer stated that the issue began after a recent install of the telemetry system. During install an onsite technician addressed issue and resolved the balancing issue for both the lband and uhf channels. Nk ts requested the device logs to review for the reported issues. With the information available, it is reasonable to determine that the root cause is the facility's network environment. A review of the serial number history shows no recurrence of the reported issue.

Manufacturer narrative:
The customer reported of experiencing signal loss in the telemetry system in their facility. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 01/29/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 2: 02/01/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 3: 02/04/2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported of experiencing signal loss in the telemetry system in their facility. No patient harm was reported.